Event description:
It was reported that the patient received several inappropriate shocks and that the lead integrity alert (lia) was triggered due to high right ventricular (rv) lead impedance and oversensing. The rv lead was noted to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.